Event description:
It was reported that 13 days post op the acetabular component had migrated into a horizontal position, as noted on x-ray, and was revised. Pt was asymptomatic.

Manufacturer narrative:
.